Event description:
It was reported that ext set .2 mf low sorb broke. The following information was provided by the initial reporter: material no: 10013902 batch no: 20055525 it was reported that right after rn connected the bd-extension filter to patient piv the extension broke from where it was end that was attached to patient¿s piv-nexiva.

Manufacturer narrative:
H.6. Investigation: a sample was returned for investigation and through visual inspection of the sample the luer lock valve was found separated from the rest of the set; the customer's complaint was verified. A device history record review for model 10013902 lot number 20055525 was performed. There was 1 quality notifications issued for the failure mode reported by a customer about a failed leak test. The root cause for this failure was determined to be an insufficient amount of solvent between the luer lock valve and the short piece of tubing connecting the valve to the rest of the set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20055525 regarding item #10013902. See h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set .2 mf low sorb broke. The following information was provided by the initial reporter: material no: 10013902 batch no: 20055525. It was reported that right after rn connected the bd-extension filter to patient piv the extension broke from where it was end that was attached to patient¿s piv-nexiva.